Manufacturer narrative:
The insulin pump was received with frozen display after countdown due to faulty defect on mother board. The pump was unable to verify unresponsive buttons due to frozen display. No beep anomaly was noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error, frozen screen and an audio beep anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was standing outside his truck and the pump started beeping. The customer stated that there is a black circle on the screen and it beeped without any message. Customer was advised to discontinue use of the device and to revert to a backup plan.